Manufacturer narrative:
One actual sample was returned for investigation. As the sample returned is a used sample, the sample was sent for decontamination. The actual sample was subjected to catheter adapter leak test. Leakage was observed from the injection port. The sample was then further sent to x-ray for analysis. Foreign matter was observed on the valve under the cannula hub injection port. The valve were extracted out and sent to laboratory test for analysis of the foreign matter. Foreign matter appeared to be clear transparent particle. Based on the laboratory test report, the foreign material on the valve shows possible groups of silicate, which is the primary constituent of the glass type material. The probable root cause of the leakage could be due to the foreign matter which was observed on the valve under the cannula hub injection port of the actual returned sample. Due to the presence of the foreign matter, the valve was unable to close properly and resulted in leakage from the injection port. The foreign matter could have gotten stuck between the valve and the cannula hub during product application with other silicate-based device or apparatus. The manufacturing process was reviewed and there is no silicate-based materials used in the valve insertion to the cannula hub process. Therefore the root cause cannot be determined.

Event description:
It was reported that during use of a bd venflon pro safety peripheral safety IV catheter, blood came out through the injection port which has an antireflux valve. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of a bd venflon¿ pro safety peripheral safety IV catheter, blood came out through the injection port which has an antireflux valve. There was no report of exposure, serious injury or medical intervention.